Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 460 mg/dl. The customer was treated with pump when it alarmed. The pump alarmed no delivery due to empty reservoir. The customer was advised to change set. The customer was walked thru programming a manual bolus.